Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
It was reported to gore that on (B)(6) 2021, a gore a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale post cryptogenic stroke. On (B)(6) 2021, the patient returned with transient atrial flutter and was prescribed beta blocker and anticoagulant medications. The flutter had reportedly not resolved on (B)(6) 2022 and a further follow-up visit had been scheduled.

Manufacturer narrative:
H6, component code: added imdrf code g07001. H6, type of investigation: added imdrf code b20. H6, investigation findings: added imdrf code c19. H6, health effect - impact code: added imdrf code f12. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. H6, health effect - clinical code: replaced FDA code 1730 with imdrf code e060103 . H6, health effect - impact code: replaced FDA code 4644 with imdrf code f2303. H6, medical device problem code: replaced FDA code 2993 with imdrf code a24. H6, type of investigation: replaced FDA codes 3331, 4111, with imdrf codes b14, b13. H6, investigation findings: replaced FDA code 3233 with imdrf code c19. H6, investigation conclusions: replaced FDA code 11 with imdrf code d15.

Event description:
The flutter had reportedly not resolved on (B)(6) 2022 and a further follow-up visit had been scheduled. However, despite multiple attempts, additional information on the patient's health status could not be obtained. On june 27, 2022 it was reported to gore that no further information on this patient was available. The status of the patient is currently unknown.